Manufacturer narrative:
Device evaluation update. Results of investigation: the suspect component was returned to vyaire medical for evaluation. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. Root cause is not established as there was no functional or performance issues were found in fa lab investigation. As a resolution, the unit main board replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite. The root cause of the issue was due to mainboard. As a resolution mainboard was replaced. Performed calibrations and passed, performed verification and passed. Unit meets factory specifications, unit ready for patient use. Repair complete. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator touchscreen stopped responding while they were setting up for a patient. The yellow alarm lights were blinking but no alarm sound was heard and the screen is frozen. There was no patient involvement reported with this event.